Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that after patient underwent an ablation procedure the implantable pulse generator (ipg) encountered some pause. It was not possible to reproduce the behavior with interrogation. The ipg mode setting was re programmed, and the device remains in use. No patient complications have been reported as a result of this event.